Event description:
While retrieving product involved in a recall, the following events were reported to us from (B)(6): the hospital of (B)(6): they met the leak problem with 2 ebb batch number 0814f100. The hospital (B)(6): same problem on 2 units batch number 0814f100. The hospital of (B)(6) (where the clinical trial of (B)(6) will be carried out): same problem on 2 units batch number 0814f108. These incidents were previously unreported to us.

Manufacturer narrative:
Feedback from field representative was solicited in regards to the outcome of the incidents. It was reported to us that, in all instances, a second device was used successfully to stop hemorrhage. None of the devices were returned to us for evaluation. The product is under recall, and we were notified of these events as our retrieval activities in (B)(4) were being undertaken.